Manufacturer narrative:
B4:19aug2021. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Event description:
The customer reported that the unit shut down and reported an alarm that said: ventilator restarted due to anomalies detected during operation while in use. The customer reported that the unit was in use on the patient, but no patient harm was reported. The unit was swapped out¿no adverse outcome to the patient. The customer reported that the unit kept alarming, but the patient was still being ventilated. Product support advised the customer to suspect the cpu pcb. The product support provided part identification for the cpu. The customer replaced the cpu board, contacted product support, and requested to put back serial numbers and options. Product support walked the customer through putting back the serial number and options and power-on hours.